Event description:
Customer states the use by date on the comfort curve test strip vial label is 01/2008; manufacturer's batch record confirmed the actual use by date to be 01/31/2007. No adverse event reported. Requested return of product, replacement sent.